Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement charging supplies were sent to the customer.